Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display had intermittent issues. This is all the information provided at this time. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and bench handling without duplicating the report. An internal inspection of the device found no discrepancies. The device log does not capture reports of this nature. A visual inspection found damage on the front enclosure not consistent with normal wear and tear which may have contributed to the customer's report. The lcd display was replaced. The device was recertified and returned to the customer. No trend is associated with reports of this type.